Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with missing tracings. A copy of the study was sent in for review and it was verified as missing tracings. The recorder worked correctly during the previous procedure and was taken out of service. There was no patient and user harm and a repeat procedure has advised by the physician.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The customer reported they had a study with missing tracings. The reported condition was confirmed. The investigation found: total study is 35:56 hours instead 24,48 or 96 hours (unknown which study duration the customer was choose). The study contains gaps. The reported condition was due to bravo system communication failure. The investigation identified the failure to the bravo communications system. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.